Manufacturer narrative:
Evaluation: results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A medical doctor reported that upon opening an intraocular lens (iol), a haptic was broken. The patient was left aphakic as the facility did not have a back up lens available. The incision had been mae when the broken haptic was noted. Additional information was requested but no received to date.